Event description:
"Psudo"-septic reaction [pseudosepsis]. ([Knee pain], [swelling of r knee], [effusion (r) knee]). Case narrative: this case is linked to cases (B)(4) (same reporter). Initial information received from united states on 18-oct-2018 regarding an unsolicited valid serious case received from non-healthcare professional. This case involves a (B)(6) female patient who experienced psudo-septic reaction (latency: unknwon), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection in right knee, at an unknown dose (lot - 7rsl030) for unknown indication. On (B)(6) 2018, patient was seen in office for pain in that knee, in swelling. It was reported that fluid was aspirated from knee and injected with cortisone and diagnosis was given as pseudo-septic reaction (latency: unknown). Final diagnosis was psudo-septic reaction. Corrective treatment: cortisone. Outcome: unknown. Seriousness criteria: intervention required.

Event description:
Pseudo-septic reaction [pseudosepsis] ([knee pain], [swelling of r knee], [effusion (r) knee]) case narrative: this case is linked to cases (B)(4) (same reporter). Initial information received from united states on 18-oct-2018 regarding an unsolicited valid serious case received from non-healthcare professional. This case involves a 64 years old female patient who experienced pseudo-septic reaction (latency: unknown), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection in right knee, at an unknown dose (lot - 7rsl030, expiration date: 30-sep-2020) for unknown indication. On (B)(6) 2018, patient was seen in office for pain in that knee, in swelling. It was reported that fluid was aspirated from knee and injected with cortisone and diagnosis was given as pseudo-septic reaction (latency: unknown). Final diagnosis was pseudo-septic reaction. Corrective treatment: cortisone. Outcome: unknown. Seriousness criteria: intervention required. A product technical complaint (ptc) was initiated on 24-oct-2018 for synvisc one batch number; 7rsl030 local ptc number: (B)(4). The production and quality control documentation for lot # 7rsl030 expiration date (2020-09-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl030 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-oct-2018 there were 9 complaints on file for lot# 7rsl030 and all related sublots. 9 complaints were on file for lot# 7rsl030: (6) adverse event reports, (2) tip breakages and (1) barrel breakage. Sanofi would continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA was required. Additional information received on 24-oct-2018. Expiration date added. Global ptc number and ptc results were added.